Event description:
Bilateral explantation due to capsular contraction. Replaced with silicone implants.

Event description:
Bilateral explantation due to capsular contraction. Replaced with silicone implants.